Event description:
The customer returned the camera head to the service center for evaluation related to a separate issue. During device analysis the following were identified, a lost of water tightness and the adapter was worn and wobbly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the customer reported malfunction was due to damage on cable unit, and therefore, the water tightness was lost. The most probable cause of 'adapter is worn and wobbly' found during investigation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.